Event description:
Customer reported a button error alarm on the insulin pump. Customer stated that the keys were unresponsive and that the insulin pump may have been exposed to perspiration while doing yard work. The blood glucose reading was 321 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.